Manufacturer narrative:
(B)(4). Date sent 1/9/2025 d4 batch #153d66 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/4. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. No abnormal noises were noted during functional testing.  The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 153d66, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #plee60a, with lot/batch #c9eg4k , and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass the device got jammed. During the first stapling, there was a suspicious noise and the stapling was slow. Use of another device to complete the procedure.